Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to a patient experiencing a postoperative leak, which could potentially be related to a product problem. It was reported that over the course of twenty days post operative, three scans were performed revealing leaks and two drains being placed. If additional information is received, a follow-up MDR will be submitted. B1 updated to " adverse event and product problem" from " adverse event. " annex e updated to include e1002 - abdominal pain. Annex f updated to include f2203 - imaging required. Annex a updated to include a050704 - failure to form staple. Annex g updated to include g0405214 - staple.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced a postoperative leak. On (B)(4) 2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon completed the stapling sequence of a sleeve gastrectomy. The surgeon could not recall experiencing any issues with the stapler instrument or the staple fires. The surgeon does not use buttress material. He remembered that the patient¿s anatomy was complicated in relation to the retro gastric dissection and flattening out the proximal stomach. As a result, there could have been pauses before firing. It is unknown if the surgeon crossed any staple lines. The surgeon confirmed that the isi products worked as expected. Hence, the stapler instrument and reloads were discarded and will not be returned to isi for evaluation. No image or video clip for the reported event was available for review. Approximately on postoperative day # 10, the patient presented at the emergency room with abdominal discomfort. A CT scan was performed, and the scan showed signs of air and fluid collection. As a result, a drain was placed. There was just serosanguineous fluid. The patient was hospitalized for observation. Approximately 10 days later, before the patient was discharged, the patient was scanned again. At this time, the scan showed a "string sign" (narrowing of a lumen) from the proximal side. The CT scan showed a leak that tracked to the fluid collection which was about the size of an egg. A second drain was placed, and the fluid was more like from a leak. The patient had no signs of sepsis or peritonitis. The patient was put on antibiotics and total parenteral nutrition (tpn.) As the patient had no caregiver, the hospital had arranged home care, and the patient was discharged. Approximately another 10 days later, a third scan was conducted, and a small leak was identified; however, the patient was recovering well. After a few days, the drain got pulled halfway out, and later the drain fell off. The patient was seen by the surgeon (B)(6) 2021, and the patient had recovered well.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. The surgeon confirmed that there was no device malfunction of an isi device observed during the procedure. Hence, the stapler and reloads were discarded and will not be returned to isi for evaluation. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A stapler log review was completed for the procedure date (B)(6) 2021: the logs show sureform 60 stapler instrument (part number 480460-09, lot l91210629-0217) was installed five times and fired five reloads (1 green followed by 4 blue). All firings were completed per the logs. The first 4 firings had at least 1 pause for compression, and firing #5 had no pauses. There were no incomplete clamps by this instrument. This complaint is reportable due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a postoperative leak. The surgeon confirmed that no device malfunction of an isi device was observed during the procedure. The cause of the postoperative leak is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.